Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep couldn't penetrate the images. The images were flat; there was a possible bad image intensifier. The customer canceled the case. A third party will complete the service.

Event description:
The customer reported that the system displayed poor image quality.